Event description:
Customer stated that the pump continues to run when the bag is empty. The alarm no food was not triggered. Rate and dosage provided were 71 ml/hr and infinite. There was no patient impact reported.

Manufacturer narrative:
Event log downloaded and reviewed, pump did not show any critical error. Pump has been tested several times using water, and each time when bag was empty, pump stopped pumping and alarming no food (or pump finish dose: alarming "dose done"). Volumetric accuracy tests were performed and pump passed the tests. All alarms have been checked and work properly. Complaint could not be duplicated.